Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator unexpectedly shutdown while monitoring a pt. There was no pt impact.